Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported pericardial effusion occurred. In (B)(6) 2017 the patient underwent a left atrial appendage (laa) closure procedure. A 33 mm watchman laa closure device was successfully implanted. In (B)(6) 2017 the patient returned for their 45 day follow up transesophageal echocardiogram (tee). The physician felt there was a complete seal of the laa, there was no evidence of thrombus or pericardial effusion noted. There was discussion regarding coumadin cessation due to presence of a "scoup" or pocket at the junction of the limbus and device face that could not be covered by the device due to the very posterior orientation of the windsock shaped laa. The debate was whether that area would be a place where thrombus may form. Nine days post follow up tee, the patient was taken off coumadin. Later that same day the patient presented to the emergency room (ER) with chest pain and subsequently they found a pericardial effusion (pe). The pe was treated with a pericardial window. The patient was reported to be fine post-surgery. The device remained implanted. It was noted that the patient¿s international normalized ratio (inr) was sub therapeutic at the 45 day tee and did not reach therapeutic range until shortly before presenting with the pe. The cause of the pe is unknown. It was further reported that the patient presented again to the ER in (B)(6) 2017 (27 days post pe) with chest pain and shortness of breath. Their blood pressure upon arrival to the ER was noted to be 238 systolic. A pleural effusion was observed and 850 cc¿s of serous fluid was removed via thoracentesis. The patient passed away later that evening. The patient¿s chart note stated hypotensive episode that led to asystole and ultimately death. The patient was noted to be high risk due to size, age and unspecified co-morbidities.